Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 20125796. Medical device expiration date: unknown. Device manufacture date: 2020-12-04. Medical device lot #: 20125881. Medical device expiration date: 2023-12-08. Device manufacture date: 2020-12-07. Medical device lot #: 20125798. Medical device expiration date: 2023-12-08. Device manufacture date: 2020-12-04. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of smallbore 6 inch ext vlv were found to be clogged during use. The following was reported by the initial reporter: "I got your information from the bd customer service rep I spoke to. She stated you are our rep for this particular item here at cartersville medical center. Apparently we are having a lot of issues with the 20039e. I have been hearing that they are not flushing, wont pull anything back and they are in pieces when they are opened."

Event description:
It was reported that an unspecified number of smallbore 6 inch ext vlv were found to be clogged during use. The following was reported by the initial reporter: "I got your information from the bd customer service rep I spoke to. She stated you are our rep for this particular item here at cartersville medical center. Apparently we are having a lot of issues with the 20039e. I have been hearing that they are not flushing, wont pull anything back and they are in pieces when they are opened."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/17/2021. H.6. Investigation: five samples (model #20039e) were returned by the customer from lot#20125796 . It was reported that the smartsite extension sets are not flushing and will not pull back any fluids. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The samples were connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The samples were then attempted to be flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid paths of three samples were open and those samples were able to be flushed. The failure was unable to be replicated in these samples. The fluid paths of two samples were not open and were unable to be flushed. The customer complaint can be verified in these samples. A device history record review for model 20039e lot number 20125796 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. A trend for this occlusion issue has been identified for this product line. CAPA#1998036 was initiated. One sample (model #20039e) from lot#20125881 was returned by the customer. It was reported by the customer that the smartsite extension sets are not flushing and will not pull back any fluids. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20125881 was performed. There was one quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause was unable to be determined. One sample (model #20039e) from lot#20125798 was returned by the customer. It was reported by the customer that the smartsite extension sets are not flushing and will not pull back any fluids. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The sample was connected to a cut off syringe tip to check that the fluid path is in an activated position/open when connected to a syringe. The sample was then flushed with water using a 10ml bd syringe to confirm an open fluid path. The fluid path of the sample was open and the sample was able to be flushed. The failure was unable to be replicated, and the complaint could not be verified. A device history record review for model 20039e lot number 20125798 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 3rd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125796 regarding item #20039e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125881 regarding item #20039e. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of flow issues - fluid blockage with lot #20125798 regarding item #20039e. H3 other text : see h.10.